Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) unit displayed a needs maintenance alert during operation. In clinical mode the cardiosave was alarming power up test fails code 14. No harm or injury to the patient was reported.